Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. Blood glucose levels at the time of hospitalization 38mg/dl. Troubleshooting occured. Advised insulin pump would be replaced. Customer's blood glucose level at the time. 111mg/dl. No additional information is provided.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.